Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-15440, related manufacturer reference number: 2938836-2019-15442. It was reported that when the patient presented at the emergency room with symptoms of syncope, complete loss of capture was observed on the left ventricular lead and intermittent loss of capture was observed on the right ventricular lead. It was also noted that the device would not interrogate using wireless communication due to radio frequency telemetry lockout. The leads were re-positioned and the device was explanted and replaced. The patient was stable after the procedure.